Manufacturer narrative:
Correction: a1, a2, a3a, a4-a6, b3, b5, b6, b7, d10, f10/h6: health effect - impact codes (replace code). A2, a3a, a4-a6: update to ni. B5: update the statement "this error occurred during testing in the biomed service department. There was no patient involvement" to "this occurred during patient infusion with an unspecified drug at the neonatal intensive care unit (nicu). The volume to be infused was 2ml/hr; 6ml. There was no report of patient injury or medical intervention associated with this event". H11: a review of the event history log identified infusion parameters were confirmed as an infusion of 2 ml/hour for 6ml volume to be infused was identified on 01/25/2025. No occlusion or air in line alarms were observed during this infusion. The pump was not placed in standby mode. There were no secondary infusions identified. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.